Event description:
Same case as: 2134265-2013-09839, 2134265-2013-09840. It was reported that automatic pullback failure occurred. The 3.5x25mm, 90% target lesion was located in a moderately tortuous and moderately calcified left anterior descending coronary artery. During percutaneous coronary intervention, the motor drive unit was used in conjunction with atlantis sr pro imaging catheter to visualize the lesion. Pre-dilation was performed with an unspecified balloon catheter. When the physician attempted to observe the image with an atlantis sr pro imaging catheter, the image disappeared after the first run at 2 mm and could not pullback. So he withdrew the catheter and implanted the stent to finish the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by the manufacturer, evaluation summary attached, method codes, result code and conclusion codes. Device evaluated by manufacturer: the complaint device was returned for analysis. A kink was observed in the sheath assembly at 53.7 cm from femoral marker at the distal end. The two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. The telescope assembly was able to properly pull back, advance, and retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2013-09839, 2134265-2013-09840. It was reported that automatic pullback failure occurred. The 3.5x25mm, (B)(4) target lesion was located in a moderately tortuous and moderately calcified left anterior descending coronary artery. During percutaneous coronary intervention, the motor drive unit was used in conjunction with atlantis (tm) sr pro imaging catheter to visualize the lesion. Pre-dilation was performed with an unspecified balloon catheter. When the physician attempted to observe the image with an atlantis (tm) sr pro imaging catheter, the image disappeared after the first run at 2 mm and could not pullback. So he withdrew the catheter and implanted the stent to finish the procedure. No patient complications were reported and the patient's status is stable.